Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving the lower extremity, the hub of a performer introducer separated upon insertion of the device. Per the reporter, the patient was admitted to the hospital one day prior to the procedure for a ten-month history of subcutaneous, striated swelling of the left leg. The user attempted to insert the device into the great saphenous vein; however, the hub detached from the introducer. The access site was not scarred, and the anatomy was not stenosed, tortuous, or calcified. Resistance was not encountered upon insertion of the device. A different device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving the lower extremity, the hub of a performer introducer separated upon insertion of the device. Per the reporter, the patient was admitted to the hospital one day prior to the procedure for a ten-month history of subcutaneous, striated swelling of the left leg. The user attempted to insert the device into the great saphenous vein; however, the hub detached from the introducer. The access site was not scarred, and the anatomy was not stenosed, tortuous, or calcified. Resistance was not encountered upon insertion of the device. A different device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath hub was detached from the white snap-fit cap. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional relevant complaints on the final or sub-assembly lots. A supplier investigation was requested. The supplier concluded that the snap-fit cap did not fully engage the check-flo body due to variances in material. Pull and leak tests performed during manufacturing did not detect a lack of engagement of the snap-fit cap. The supplier concluded that the device was manufactured to specification. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.